Manufacturer narrative:
(B)(4). Medwatch ((B)(4)). The device involved in this report was not returned to the manufacturer at the time of this report. It is necessary to have the device sample in order to perform a proper investigation to confirm the alleged defect and determine a root cause. The complaint cannot be confirmed with the information received. A root cause cannot be established. No corrective/preventative actions can be assigned at this time. If the device sample becomes available at a later date this report will be updated accordingly.

Event description:
Customer complaint alleges the device was broken when pulled from the package. Alleged defect was reported detected prior to patient use. No report of patient injury or complications.